Manufacturer narrative:
Corrosion damage to the driveshaft assembly bearings was identified as the probable cause of the overheating described.

Event description:
It was reported that during a tooth extraction procedure the core impaction drill overheated and burned the patient on the cheek area by the lip. A red mark was noted but there was no blistering. No treatment was necessary. The procedure was completed with a replacement device. A 15 minute delay of no clinical significance was reported.